Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that the patient underwent an exploratory laparotomy with the opening of the bladder and removal of eroded mesh from the vagina/bladder due to eroded mesh in the vagina/bladder, pelvic pain, and recurrent urine infections on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Concurrent procedure: cystoscopy. It was reported that the patient underwent removal of exposed vaginal mesh on 04/21/2010 along with closure of the vaginal wall defect using vaginal mucosal flap advancement technique.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04369. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and hematuria and mixed incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, genital sores and vaginal discharge.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2017.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, enterocele, rectocele, vaginal apical prolapse and a sling was implanted.